Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 267 mg/dl. The customer was treated for high blood glucose with manual injection. Customer has attempted bolus does not appear to be following instruction. After the troubleshooting was done, customer was advised to consult with trainer as soon as possible regarding proper use of the bolus and to monitor blood glucose closely. The customer was walked through the bolus wizard by entering the blood glucose and carbs. Customer was advised to consult with the trainer to review the bolus and how it works. The customer current blood glucose was 294 mg/dl.